Event description:
Fmc canada reported (# 1074) "potting compund tore away from housing, exposing blood to dialysate. Treatment stopped and set up thrown away. Estimated blood loss 225cc. No medical intervention. Sample not available for examination.

Event description:
Fmc canada reported,potting compund tore away from housing, exposing blood to dialysate. Treatment stopped set up thrown away. Estimated blood loss 225cc. No medical intervention. Sample not available for examination.